Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. During the procedure, the tip on the device broke off. Another same like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Results: inconclusive - the actual used product was returned for evaluation. There was blood present on the product. It seems that during the surgery a strong strength and a shock has been applied on the tip to deform it.conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.